Event description:
It was reported that while the ventilator was connected to a patient, it generated an alarm that indicated low air pressure. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. The gas module was installed in a reference system for simulated-use testing. The pre-use checks tests didn't fail, but after 8 days of ventilation testing on a test lung, the reference system alarmed for air supply low, which confirmed the reported problem. Then the gas module was tested in our gas module test system, the conclusion is that the electronics, over time, drifted outside its specification. This failure mode will normally be detected during the pre-use checks tests. If the failure mode would occur in a running mode situation, the worst case scenario, is that the gas module would not deliver any flow/volumes. Depending on the set oxygen concentration level, the ventilation would continue with the oxygen gas module, with a concentration of oxygen higher than set. The received device logs could not confirm the event ,since that part of the log files had been overwritten.

Event description:
(B)(4).